Manufacturer narrative:
Per customer, the over-insufflation occurred during a shift change, when one person was relieving another and they thus determined the cause was user error. Customer also reported that there was no equipment malfunction, and that no endoflator has been evaluated by their bio-med dept. And will not be returned for eval.

Event description:
During a tubal ligation procedure it was alleged that the pt was over-insufflated and experienced severe bradycardia. CPR was performed for less than 15 seconds and everything returned to baseline; the procedure was aborted. Pt was kept overnight and was released the following day; pt is reported to be doing fine.